Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system booted up but would not produce fluoroscopic x-ray. There is no report of patient injury.